Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose of 451mg/dl which was treated with insulin pump. Customer¿s sensor had unexpected threshold suspend. Customer¿s sensor glucose was 49mg/dl and blood glucose was 451mg/dl. Insulin pump will not be returned for analysis.